Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 months after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.